Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the manufacturer arjohuntleigh, a branch of arjo (B)(4). Pumps are in good condition and the power cable function is final tested prior to delivery. Based on the device evaluation findings, the most likely root cause of the failure was due to excessive force from a moving bed mechanism (facility's device), which pulled the mains cable out from its secondary strain relief securing mechanism. Our securing design for the alphaxcell has been certified to bs en60601-1-2 standard for electrical safety. The conclusion is that there is a risk that cabling, if not managed correctly when in use with bed frames and moving parts can get damaged and potentially cause an electrical safety risk to the patient/user. The issue of electrical safety is covered in our original risk analysis of the product, which determines that based on historical data, it is demonstrated that this and similar designs give few and minor occurrences of harm. The benefits given by the system, in terms of pressure relief are considered to outweigh the risks. This is supported by the fact that there are only two previous events of this nature reported to since the product was launched in 1997.

Event description:
Rental alphaxcell system delivered to (B)(6) hospital; system installed on facility bed. It has been reported that a resident has received an electric shock. While the individual was reported to have not been sent to the hospital, no other information was released.